Event description:
It was reported that the insulin pump excessively alarmed no delivery. Customer also reported that insulin comes out of insulin pump very thick and looks like jelly. Unable to troubleshoot as customer could not push any insulin through reservoir because it was too thick. The blood glucose reading was 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.